Event description:
During a replacement procedure, interrogation of the new device was not possible after implant. The event was resolved by explanting and replacing the device. The patient was in stable condition.